Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders do not deflate. When the deflating button is pressed a clicking sound is heard but the fluid does not leave the cylinders. Troubleshooting measures were taken at office with no success. A revision surgery was recommended to the patient. No patient complications were reported.